Event description:
Hospital advised that when nursing staff was plugging the unit in to the ac receptacle in preparation for use, the circuit breaker tripped and the pump "arced" on nurse's hand leaving a burnt mark on nurse's hand. The nurse did not receive an electric shock. There was no medical intervention required. The pump was not being used on a patient at the time of the event.